Event description:
During a routine check, a problem was observed with the analog board adjustment on the bvs 5000 console. It did not appear to affect console operation. A replacement assembly was installed and the problem resolved. There was no pt involvement.